Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon retrieval strings separated from two tampons during removal and the tampons remained inside her body. The tampons were removed manually. No consequences reported.